Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 513 mg.dl. The customer was treated with bolus/pen or syringe. The troubleshooting were performed. The customer will call back to finish the high pressure test. The customer was advised about the 2 high blood glucose rule. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.